Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure. The shears are dull and would not cut. There was no tissue damage or patient injury. Patient is fine. A new device was used to correct the problem.